Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator could not be paired with an rf transmitter and could not be interrogated with rf either. The patient was asymptomatic. Review of session records revealed an rf error. The error was corrected with a device download. The patient was stable and will continue to be followed up normally.